Event description:
It was reported via a trial that on (B)(6) 2010, the patient was rehospitalized with shortness of breath, and chest pain radiating to the neck with radiation to the left arm. Patient underwent balloon angioplasty and placement of a non-abbott stent in the target lesion, the mid left anterior decsending (lad) for 90% restenosis of the target lesion. The symptoms were resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The 3.0 x 8 mm xience v (1009553-08/50705p1), is being filed under a separate MFR#.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedance greater than 2,000 ohms. The lead was not sensing and capture could not be obtained. The clinician reprogrammed the configuration from lv tip-to-right ventricular (rv) coil but the issues continued. Technical services (ts) discussed the lead was probably fractured. Ts advised reprogramming the device to rv only and the lv lead to none. The clinician will discuss the recommendations with the physician. No adverse patient effects have been reported. All available information indicates that the lead remains in service.